Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the event log file captured a no external power event on (B)(6) 2025 at 0755 while using the power module. It appeared that both power leads were disconnected from (B)(6) 2025 at 0755 through (B)(6) 2025 at 0800. The emergency backup battery (ebb) in the system controller powered the ventricular assist device (vad) until the power leads were reconnected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power while connected to a power module was confirmed via log file analysis. Log file data from the event date of 12apr2025 was reviewed. At 07:54:52, both power cables were disconnected from external power, activating a no external power alarm. The alarm resolved at 08:00:32, when the controller was reconnected to external power on the white power cable. The black power cable was reconnected to the power module at 8:00:39. This sequence of events is consistent with dual disconnect of the power leads due to user error. The system controller backup battery supported the system during this time as intended, and there was no interruption to pump function due to the loss of external power. No product was returned for analysis. The root cause of the reported event was determined to be caused by user error in both power cables being disconnected at the same time via the log files submitted. No serial or lot number was provided by the customer. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.